Event description:
It was reported that a patient underwent a idiopathic ventricular tachycardia (idvt) right sided ablation with a qdot micro catheter and the patient experienced pericardial effusion/cardiac hematoma that required pericardiocentesis and surgical intervention. Midway through the procedure, the physician observed through intracardiac ultrasound that the patient had developed a pericardial effusion. A pericardiocentesis was performed (750 ccs was removed from the pericardial space). While observing the patient, after 30 minutes, the effusion started to grow again and more fluid was extracted. The patient was transported to surgery. The patient had successful surgery to repair a hematoma that had formed in the right ventricle (rv) and was doing well. The physician stated that he believes the adverse event was caused by excessive manipulation of the ablation catheter inside the rvot due to erratic breathing from the patient and ectopy. It was not the physician¿s opinion that it occurred during ablation. The exact procedural act was unknown but the goal was to maintain an act at or above 350. Less than 10 ablations were performed with radiofrequency. No transseptal puncture site performed during the procedure. No evidence of a steam pop. The flow setting was between 4 and 15ml. The correct catheter settings were selected on the generator. No issues with flow rate change at the start of the ablation. Unknown how many times the sheath and the catheters were exchanged; however, it was several times.

Manufacturer narrative:
Device evaluation details. The product was returned to johnson & johnson medtech (j&j medtech) for evaluation on 19-mar-2026. A visual inspection and revision of all features were performed following j&j medtech procedures. Visual analysis revealed no damage or anomalies on the device. The device features were reviewed, and no issues were observed during the product investigation. A manufacturing record evaluation was performed for the finished device batch number, and no internal actions were identified. No malfunction was observed during the product analysis. The root cause of the adverse event remains unknown. In addition, no device malfunction was reported, there may have been other circumstances or issues that occurred during the use of the device that could not be replicated during the analysis. The instruction for use (IFU) states that careful catheter manipulation must be performed to avoid cardiac damage, perforation, or tamponade. As part of johnson & johnson medtech¿s quality process, all devices are manufactured, inspected, and released to approved specifications. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by biosense webster, inc., or its employees that the report constitutes an admission that the product, biosense webster, inc., or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Manufacturer's reference number: (B)(4).